Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 461 mg/dl. Another blood glucose value was over 400 mg/dl , 300 mg/dl. The auto mode feature was active at the time of high blood glucose event. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer did experience symptom such as difficult breathing due to high blood glucose level. The customer was treated with manual injection. The customer will continue use of the device.